Event description:
It was reported there was a catheter blockage. A manufacturer representative came to the hospital on the date of the report to confirm the pump was working. It was confirmed the pump was working but the catheter was clogged. The system was being used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).